Manufacturer narrative:
No product returned for evaluation. Should be information become available, a follow up supplemental report will be submitted.

Event description:
Received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, pump is being used to deliver steroid, not insulin. There was no reported impact to customer's blood glucose level. Customer was able to load a new cartridge successfully.